Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 24-june-2024, it was reported by the patient that infusion set come off and not sticking. There was blood on removal of infusion set. Infusion set has been used for 1 hour. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country : the united states.